Event description:
Pt reported that the meter/hcp meter comparison test readings were 28 mg/dl (ss) versus 74 mg/dl (hcp), respectively. No symptoms were reported. Control solution test reading was in range. Replacement strips were sent to pt. Lfs rep reviewed quality control procedures and discussed meter/lab comparisons. There was no allegation of harm.